Event description:
Patient on cardiopulmonary bypass (cbp) with weaning from by pass anticipated within the next few minutes. Perfusionist switching tubing clamps on the water lines entering the oxygenator when an approximate 4 inch circle of blood was noted on blue towel under oxygenator. The oxygenator was inspected and blood drip found coming where blood exits the heat exchanger and enters the fiber bundle compartment. This was on the positive side of circuit and would represent a blood to air leak.